Manufacturer narrative:
(B) (4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as: mfg. # 2134265-2010-02268. It was reported that during a varicocele surgery procedure, a coil migrated. The anatomical location being treated was the prostate. An unspecified bsc catheter, thought to be a renegade microcatheter, was used to deliver an unspecified bsc coil thought to be and interlocking detachable coil. The coil detached while leaving the catheter and migrated to "the bottom of the right ventricle" and remained there. The procedure outcome is unknown and the patient condition is unknown.